Event description:
The customer stated that he was hospitalized several weeks ago due to a heart attack. The customer also experienced low blood glucose levels. The customer felt that the insulin pump delivered too much insulin because the bolus wizard feature miscalculated. Explained how active insulin works, but the customer did not agree. The customer stated that he would call back the next time he felt the bolus wizard was miscalculating.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.